Manufacturer narrative:
(B)(6). Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that a long time care-home division found five pen needles without any protective covers or paper label on the back in a box of unused 8mm bd pen needles. The protective covers and paper labels are not found in the box. The five needles looked unused. They asked everybody in the division if they put used needles back in the box but no one reported that they had. A healthcare worker received a needle stick injury from one of the exposed needles. The healthcare work is undergoing unspecified tests for infections.

Manufacturer narrative:
Results - the manufacturer received 16 sealed 31gx8mm pen needle samples and one photo from the reported lot 5099144. Magnified inspection of the returned samples and visual examination of the photo were carried out and no issues were observed. No qn's or noe's were raised during the manufacture of the reported lot. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issues were found. In process inspections were reviewed and no issues were found. Qa in process settings were reviewed and no issues were found. Final inspections was reviewed and no issues were observed. A review of the maintenance lot showed no maintenance which could have influenced this fail mode was performed on the lines during production of the reported lot number. Conclusions - bd was not able to confirm the customers indicated failure mode based on the samples and photo returned. Based on the investigation results to date, an absolute root cause was not found. Based on the evaluation of the severity and frequency, it was determined that no corrective action is required at this time.